Manufacturer narrative:
The device has not been received for analysis yet; however, the picture provided was evaluated. This is initial MDR to report investigations results (MDR awareness date: 12feb2024). The investigation found that based on photos submitted, packaging is damaged, and integrity of devices is in doubt. A visual inspection was conducted based on the photos submitted, and it was noted that the re-pack shipper identified damaged at one end as well as multiple creases identified overall. Also, a damage has been identified in the caton, the integrity of the device and sterile barrier system is in doubt. The reported allegations are confirmed based on photos submitted with complaint. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a torflex has arrived damaged. It was reported that the packaging and product arrived at the facility damaged; the torflex packaging looked as if it had been folded and had multiple creases down the sleeve; sterile packaging was not compromised. No patient involvement was reported. It was further evaluated during analysis (12feb2024) that based on photos provided, that the packaging is damaged, and integrity of devices is in doubt. A visual inspection was conducted based on the photos submitted, and it was noted that the re-pack shipper identified damaged at one end as well as multiple creases identified overall. Also, a damage has been identified in the caton, the integrity of the device and sterile barrier system is in doubt.